Event description:
Caller reported that the insulin gauge displayed a different amount than expected on a previous day, while the fill estimate remained static despite insulin delivery. There was no adverse impact to the customer's blood glucose level. Technical support explained the possible cause of the discrepancy related to pressure variances affecting the insulin measurement and clarified that the fill estimate would adjust once the insulin matched the static display. The caller understood and acknowledged the explanation.